Event description:
Customer reportedly received the following results on an unknown accu-chek meter, compared to a professional meter, within 10 minutes: 119 mg/dl and 120 mg/dl (accu-chek) and 40 mg/dl and 38 mg/dl on professional meter. Paramedics were called and treated customer with sugar paste and placed him on an IV, then transported him to the hospital where he was admitted for an unknown period of time and treatment unknown. Meter and strips are no longer available; no product will be returned.